Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as a lot number was not provided and a root cause cannot be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
Halyard received a single report that referenced two different incidences, which were associated with separate units, involving two different patients. This is the second of two reports. Refer to 8030647-2015-00298 for the first patient. It was reported by the respiratory care practitioner that after reviewing the advisory notice released regarding the closed suction systems they had two incidences related to the issue. There was a leak in the system causing the ventilator to alarm. There was no patient injury and the closed suction catheters were exchanged for new devices. No further information available.